Event description:
MFR has learned of a reportable incident from a user facility. The incident reported involved an administration set, which is used with an ambulatory infusion system. Per the complainant report, the pt had received some air while using the set. Per the pt report, any air received could potentially have adverse effects because of the pt's conditions. The pt has right to left cardiac shunt. Per the complainant, there was no report of pt injury from this event.

Manufacturer narrative:
Per customer care follow up, it appears that the user did not fully prime the set to remove all air from the filter prior to setting up on the pt, as described in the product labeling. Based on a follow up call with rep, the amount of air was minute and is not necessarily unusual in clinical applications with tubings sets. Device evaluation: the user facility returned 3 sets for evaluation. The set in question and 2 additional sets for evaluation were investigated. Upon priming the returned sets and clearing the filters of all air as stated in the instructions for use, engineering could not replicate the failure mode. The cause of the pt receiving air from the tubing sets is likely due to user error, specifically a failure to purge the set of air prior to use.